Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed. And the (B)(4) registration number has been used for the manufacture report number. Results: a sample was not returned for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported by a customer that foreign matter was found on the tip of an unspecified syringe prior to use. There was no report of injury or medical intervention.